Event description:
It was reported the end user was forcefully ejected from the clinical recliner when the nurse attempted to move the chair from a reclined to a neutral position. The patient, who was reportedly of small stature, landed on the floor and hit her head and face. The patient required medical intervention; however, details regarding the extent of her injuries and the treatments rendered were not provided. The patient allegedly expired 14 days later. A cause of death was not provided. There is no allegation the device malfunctioned during this event.